Event description:
A malfunction alarm, identified as malf 15, occurred, leading to the customer's blood glucose level rising to 519 mg/dl. The high blood glucose level was addressed by the customer with a correction bolus via the pump, and there was no need for third-party assistance. The customer reverted to an alternate method of insulin therapy.